Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg investigated, but the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and the auxiliary water channel of the device. The testing result cleared the german guideline. Oekg confirmed the followings. The distal end part was damaged. The glue on the bending rubber was damaged. The air/water cylinder and suction cylinder were worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.